Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown tomofix plate. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the surgeon. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that surgical revision of a right high tibial osteotomy with ipsilateral iliac crest bone grafting was performed on (B)(6) 2016 due malunion/nonunion, patient pain and a broken unknown tomofix tibial plate. The patient initially underwent a right knee arthroscopy and high tibial opening wedge osteotomy including microfracture on (B)(6) 2013 to treat medial compartment osteoarthritis secondary to a localized osteochondral defect and pain. During this initial procedure, a grade IV lesion was observed with the rest of the articular cartilage being noted as normal. A large degenerate medial meniscus tear was resected and the patient was implanted with the unknown tomofix plate and an unknown quantity of unknown screws. Intraoperative x-rays reportedly showed reasonable plate position and fixation, although the plate was not fully contoured to the medial aspect of the tibia. Postoperatively, the patient was doing well. On an unknown date approximately three (3) months after the initial surgery, the patient bumped the operated leg heavily but bluntly against a solid object. The patient reported that he experienced immediate pain and the site remained painful for the following two (2) weeks after the incident. The patient also reported a ¿clicking¿ sensation in the operated leg. X-rays taken on (B)(6) 2013 revealed the plate had fractured underneath the upper adjustable hole. The osteotomy appeared to have collapsed down. Further examination by the surgeon revealed that the correction had been lost with the mikulicz¿s line falling back through the medial compartment in a position similar to where it was preoperatively. There was evidence of callus formation, though clearly the bone was trying to heal and was doing so in a deformed position. During the (B)(6) 2013 revision surgery, it was discovered that the osteotomy was not united and a gap had collapsed which was lined with fibrous membrane. The broken plate and associated hardware was removed and a new unknown tomofix medial proximal 4-hole plate was implanted along with five (5) unknown locking screws and one (1) unknown cortex screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history review completed: manufacturing site: (B)(4), manufacturing date: march 22, 2013. Expiry date: march 01, 2023. No non-conformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.